Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency room with low blood pressure. Upon review, atrial oversensing was observed. According to the information provided, an additional intervention was performed. Due to the limited information received, further follow-up to obtain related details was not possible.